Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On (B)(6) 2022, zyno medical received a complaint from a user facility representative. It was reported that "pump 619026 was not running correctly" and "1 hour infusions were finishing in 40 minutes." The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.